Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the dreamstation auto CPAP device's air path and from the tube connected to the humidifier. There were no reports of medical intervention. It was reported that soclean was used to clean the device. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.